Event description:
It was reported that the epic 7 ultrasound system experienced an overheating alarm causing delay of diagnosis and treatment of a patient in the emergency department. The procedure was able to be completed after the system was exchanged. The customer alleges a serious injury occurred however there is insufficient information regarding the injury. Philips has started an investigation for this complaint.

Manufacturer narrative:
Additional information received confirmed by the field service engineer after onsite analysis that the cause of the issues was related to dirty system filter screens. The field service engineer promptly resolved the customer¿s immediate concerns by cleaning the system filters. The accumulation of dust and debris caused the system to overheat. The customer confirmed there was no harm to patient or user. No further issues reported.